Event description:
It was reported that an inflatable penile prosthesis (ipp) procedure was attempted but not performed due to the patient had atrial fibrillation (afib). No incision made. The case was cancelled after patient draped. Additional information received. Anesthesia was applied to the patient before the procedure was cancelled.